Manufacturer narrative:
Information added to event description 4/22/24. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10. It was reported that during the inspection, the cardiosave intra-aortic balloon pump (iabp) had a issue of high temperature alarm. There was no patient involvement, and no adverse event was reported. No further information available about service repair.. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.